Manufacturer narrative:
Sorin group (B)(4) manufactures the d903 avant adult hollow fiber oxygenator which is a component of the custom perfusion pack 080353. The 510(k) number of the oxygenator is k033323. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that there was inadequate gas exchange through a d 903 avant adult hollow fiber oxygenator during bypass. There was no report of pt injury.